Manufacturer narrative:
The device was not returned for analysis; therefore, no visual or functional testing was able to be completed. A media inspection and analysis of the photo provided by the customer was performed. The photo shows that there appears to be some amount energy emitting from the end of the complaint fiber. However, the rate of forward firing cannot be determined or confirmed without product return. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. With all the available information, boston scientific concludes that the reported complaint was not confirmed. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, when the fiber carried only 60,000 joules, the fiber began to fire frontally and laterally, which prevented further use. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that during a procedure for benign prostatic hyperplasia, when the fiber carried only 60,000 joules, the fiber began to fire frontally and laterally, which prevented further use. Due to this, the procedure was completed using another device. There were no patient complications.